Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-02465. It was reported the patient experienced multiple high impedances. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.